Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. We were unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The device was received with all operating currents within specification and passed the rewind, unexpected error test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and broken battery tubethreads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 333 mg/dl at the time of the incident. The customer stated that the o-ring of the reservoir compartment broke. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.